Event description:
It was reported that a patient had a loss of therapeutic effect. It was noted that the patient had a ¿horrible time¿ in the last two years and had fallen multiple times and broken both hips in (B)(6) 2012. It was reported that the patient was diagnosed with spinal stenosis. The reporter stated that as a result the patient had multiple x-rays and CT scans and the patient was unsure if therapy was still working. It was noted that the patient had not felt stimulation in a while and was unable to qualitatively state if she was receiving adequate therapy. It was reported that the patient thought she was having more accidents. It was noted that the patient was taking pain medications and this could be the root cause. The implantable neurostimulator (ins) was checked with the patient programmer and it was indicated that therapy was on and at 2.9 volts and the patient didn¿t feel anything. The setting was increased that the patient began to feel paresthesias at 5.2 volts. It was noted that the patient believed the event was related to one of her falls. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v867753, implanted: (B)(6) 2012, product type: lead. (B)(4).